Manufacturer narrative:
The device has been received by the MFR, but an evaluation has not yet been performed; therefore, evaluation results are not yet available. Results will be provided in a follow-up medwatch report when the evaluation is complete. A 15 month complaint history review was performed for product family resolution clip (jan '06 to mar '07). Review of the info revealed there are no negative trends for this complaint mode at this time. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a pt had undergone a hemostatic clipping procedure within the esophagus using a bsc resolution clip device. It was reported that during the procedure "the clip was opened/closed two times. The tissue was gripped and [then] release was attempted but it was not possible. Once the clip was attempted to open but it was not possible either. This device was removed with force". This procedure was reported to have been completed using different device. The alternate device used is not known. The pt was reported to be "ok" following these events. No complications or ill effects were reported to have occured as a result of this event.